Event description:
The daughter of a (B)(6) male patient called zoll customer support to report that the patient's battery charger wasn't charging his batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation, the current controller q1 on the bedside board was shorted and the battery board was contaminated, which prevented the battery charger from properly charging the patient's batteries. The root cause for the shorted q1 component and contaminated battery board was ingress of an unknown liquid. No adverse event resulted from the contaminated charger/modem. The patient received a replacement battery charger/modem.